Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that there was "an on going, resume pump alarm." There was no reported impact to blood glucose. No further information was obtained as customer declined troubleshooting with tandem technical support.